Manufacturer narrative:
The field service engineer (fse) assisted the customer via telephone on (B)(6) 2016 and the customer was able to identify that the tubing from the filter to the pipette bypass valve (pbv) was leaking. The customer replaced the tubing and the instrument was then operational. (B)(4).

Event description:
The customer reported that the pipette bypass valve (pbv) was leaking on their iq200 system. The leak was contained and consisted of a few drops. The customer was wearing personal protective equipment (ppe) including gloves at the time of event and there was no biohazard exposure to mucous membranes or open wounds. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.